Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was visually inspected, functionally and battery tested and an alarm log review was performed. During inspection an f-38 alarm was identified in the alarm log and during functional testing. The cause of the alarm was determined to be due to damaged force sensing resistors. To correct the condition, the fsr's were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.